Manufacturer narrative:
Eval summary: upon eval, it was verified that one side of the anterior flange was fractured on cut block. Wear is occurring on the surfaces that comes in contact with the teeth of the oscillating saw blade during the anterior femoral cut. The probable cause is that, over time, the teeth are wearing away those surfaces. As returned, the device exhibits damage indicative of significant use in the field. The device also shows varying degrees of damage to the anterior cut slot, specifically metallic deformation at the edges of the slot. In one case, all of the material connecting the anterior surface of the guide to the main body has been removed. Mfg documentation for the device was reviewed and indicates that the device was mfg, inspected, and packaged to specs. Additionally, measurements taken during the complaint eval (including hardness) were all found to be conforming to print specs. The device has a potential field age of slightly less than 2 years. No further info is available at this time.

Event description:
It was reported that the anterior flange of the block broke while cutting through.